Event description:
It was reported that the patient possibly has horner's syndrome and that the patient presented in clinic with symptoms believed to be associated with horner's syndrome (droopy left eyelid, left pupil constriction), six weeks after vns surgery. It was stated that the vns incisions are healing normally and vns stimulations are well tolerated. Information was received that the patient has seen optometry and their vision has been deemed normal. Per the physician, the horner's syndrome is related to vns surgery. No additional relevant information has been received to date.